Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee arthroplasty; the surgeon, sjog murdoch (B)(6) 2018. During the implanting phase the fb tibial impactor broke in half on impacting the definitive tibial tray. All pieces were retrieved. No adverse event reportable. Action taken to manage the problem: surgeon had completed the impaction, second fb tibial impactor was offered, but declined. No delay to procedure. Patient aged (B)(6) years.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.